Event description:
A patient reported that their insulin pump was "taking longer to reach a full charge". Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.